Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. Longevity overestimation was confirmed. The overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.